Event description:
It was reported that the pacing threshold has increased since implant. Lead revision was attempted. The lead was explanted, returned, and replaced. It was noted that the helix was unable to retract during the lead extraction. No adverse events were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomaly was found.